Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a baseline pe noted. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system and watchman access system (was). A 24mm watchman flx pro closure device and delivery system (wds) was advanced into the laa. The laa anatomy was challenging and required multiple wds attempts and recaptures, as two (2) 24mm wds were used. During the deployment of the second 24mm wds, a growing pe around the right ventricle was noted and it had tripled in size from baseline. The 24mm wds did not meet release criteria, so the wds was removed. The procedure was aborted. A pericardiocentesis was performed, and 470ml of bright red fluid was removed. A pericardial drain was placed, which drained more blood overnight. The patient was admitted. In the physician's opinion, a cardiac perforation may have occurred in the laa during recaptures or when the aggressive tug tests performed.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0036897351. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) (additional device required) and perforation (hospitalization). Risk review. A risk review was completed and confirmed that the events of pericardial effusion (pe) and perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a baseline pe noted. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system and watchman access system (was). A 24mm watchman flx pro closure device and delivery system (wds) was advanced into the laa. The laa anatomy was challenging and required multiple wds attempts and recaptures, as two (2) 24mm wds were used. During the deployment of the second 24mm wds, a growing pe around the right ventricle was noted and it had tripled in size from baseline. The 24mm wds did not meet release criteria, so the wds was removed. The procedure was aborted. A pericardiocentesis was performed, and 470ml of bright red fluid was removed. A pericardial drain was placed, which drained more blood overnight. The patient was admitted. In the physician's opinion, a cardiac perforation may have occurred in the laa during recaptures or when the aggressive tug tests performed.